Manufacturer narrative:
Faulty footboard. Faulty nut on lift motor.

Event description:
It was reported by service report that the bed is allegedly drifting down and the indicator lights aren't functioning. No patient involvement or adverse consequences are reported.